Event description:
During procedure, dr reported that the connection port of this product broke. Several minute slivers were found on the field. Upon further investigation slivers appeared to be glue particles.